Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that the batteries were installed for approximately 4 years, 11 months and 11 days. The batteries were reaching end of life. The log showed that the device warned the end user of low batteries and no device malfunction was found. No trend is associated with reports of this type.